Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file, however no failure was found. The fse observed that there was no information displayed on the host-pc monitor, and the led indicator on the back of the host-pc signaled a failure. The fse solved the issue by replacing the host-pc, re-installing the operating software and application software. The returned part was analyzed and showed that the dimm was faulty. After the replacement and re-installing the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not be turned on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.